Event description:
Information received by medtronic indicated that the customer reported a crack on the insulin pump on the battery side. The customer also reported a blank display on the insulin pump and the buttons were not responding. No harm requiring medical intervention was reported. Troubleshooting was performed and found that the battery cap contacts were damaged. The customer will discontinue using the device and the insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Sw 5.2a. Retainer ring = black. Case type = ngp. Patient returned pump for an alleged blank display observed on 29-jan-2023. The pump passed the displacement test, active current test, sleep current test and self-test. No blank display noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. All button keypad functioning properly noted. No alarms or alerts noted during testing. No battery alerts with dates and times for event date. However, pump was cut open to perform visual inspection and found moisture damage at the pcb1 and pcb2. Test p-cap and reservoir locked properly into reservoir compartment during testing. Unable to confirm battery cap damage due to pump received without the original battery cap. A test battery cap locks securely into place and the pump powered up properly. The following were noted during visual inspection: cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. Blank display not confirmed and keypad unresponsive/button error alarm not confirmed. Exposed to moisture confirmed and battery cap missing confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.